Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The legal manufacturer performed an investigation. A conclusive root cause could not be identified. The legal manufacturer determined the likely cause was failure of the power supply board due to normal deterioration over time.

Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of no power to monitor was confirmed. Cosmetic normal wear and tear observed. The device deemed a discontinued model. Returned device unrepaired. The most likely cause of the reported event can be attributed to wear issue. No further information was reported.

Event description:
The customer reported to olympus no power to monitor. There was no patient involvement.